Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was disposed of; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube for compassionate use. After an unspecified amount of time the tubing was removed and a new tube was placed. On (B)(6) 2018 at the original gastrostomy site the patient experienced a gush of brown fluid. The patient denied abdominal pain the cultures and labs test were negative. In (B)(6) 2018 the patient was hospitalized for one day and started on oral antibiotics cefaclor 500 mg tds for an unknown reason.